Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 54mm abdominal aortic aneurysm. Touch-up was performed using a reliant balloon. It was reported that during the index procedure, during final ballooning, the balloon burst. It was reported the cause of this event as per the physician was user error and excessive inflation. No additional clinical sequalae were provided and the patient is fine.